Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the defective diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
An electrode belt was returned for investigation of an unrelated problem. Upon evaluation, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.